Event description:
In 2006, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that her one touch surestep enhanced meter was set to the wrong unit of measurement. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt obtained a "4" on the reported meter and ate food and or drank a beverage following the use of the meter. The pt developed symptoms of "low or something wasn't sure, tired, and weak". She was tested on an accuchek aviva and result of 320 mg/dl was obtained. The time difference between the results was not specified. No treatment was received. The customer care advocate verified that there had been no trauma to the meter, the lfs software was not used to change the unit of measurement, they had not recently changed the unit of measurement through the meter settings, and the meter was previously set to the correct unit of measurement. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the meter had been set to the wrong unit of measurement, other results obtained during the time of concern, her medication regimen, when she developed symptoms, and the time difference between the results provided. This complaint is being reported due to the following conclusion: the meter was in the wrong unit of measurement (mmol/l), obtained a result of "4", reported experiencing symptoms that could indicate hypoglycemia or hyperglycemia, ate food/drank a beverage, and obtained an elevated result on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.